Event description:
During baxter's functional testing of a spectrum pump, system error 322 displayed. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter rec'd and evaluated the device. It was found out of specification with respect to the system error 322, which was experienced during testing. This was caused by a failing upper latch switch. The failing upper auxiliary was replaced.